Event description:
Procedure: "digestive" bypass operation. Reportedly, when the device was fired it did not staple the stomach correctly. This resulted in bleeding and a partial gastric resection had to be done. The procedure was extended by about 30 minutes. However, there are no complications noticed after the surgery. The pt was in good general health prior to surgery.